Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective left-side stimulation. Reprogramming was unable to restore effective stimulation. Diagnostic testing revealed multiple high impedance contacts. X-rays revealed the presence of a fracture on the lead. Subsequently, per the patient's request, the entire scs system was explanted.